Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to verify low battery alert due to blank display. Device received with minor scratches on lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported that the battery on the insulin pump is not lasting more than a week. Battery indicator does not show less than 2 bars. Customer does not wear the sensor and sensor feature is off. Customer did receive weak battery alerts. Device is in vibrate mode. Customer stated he is going to college and does not feel safe with the insulin pump and requested a replacement. Blood glucose value is 130 mg/dl. Nothing further reported.